Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor case was cracked at the belt receptacle and fragments of the connector were lodged inside the receptacle. The cause of the inability to complete testing is the damaged connector and receptacle. The root cause of the damaged connector and receptacle is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.